Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and high blood glucose. The customer¿s blood glucose level was 34 mg/dl and over 400 mg/dl. The customer was treated with manual food for low blood glucose and by bolus for high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer declined troubleshooting for high blood glucose. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.